Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 3.9, lab: 2.7; date: (B)(6)2010, inration: 5.4, lab: 3.3. Pt called back on (B)(6)2010 reporting that he had testing performed yesterday at the lab with inr result of 3.1 and tested on his new meter (sn unknown) 30 minutes later with inr result of 4.6.